Event description:
As I was in the process of ordering a new CPAP in (B)(6) 2021 / (B)(6) 2022 (since mine was almost 10 years old), I was informed that my current CPAP was recalled in june 2021. But I did not receive notice of this recall so I continued to use it. Through my recent inquiry to philips respironics's, I now understand that the problem with the CPAP could cause headache, sinus issues, congestion, cough, floaters in the eyes, and possibly carcinogenic. I have been and am currently experiencing all of these issues (except no known cancer), and in addition, spent 3 weeks in the hospital in (B)(6) with covid and pneumonia, which could have been the result of compromised lungs since I am otherwise very healthy with a strong immune system. In the discussions with philips and with my service provider medical supply company, they both said a recall letter was sent in june but I did not receive this letter since neither philips nor medical services company had record of my CPAP. Somehow either company did not follow the process of registration and therefore they did not know to send me the letter. Had I known about this issue in june 2021, I would have immediately discontinued use od the CPAP. FDA safety report ID#: (B)(4).